Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-06264. The pt's (B)(6) scs system included an ipg and lead. It was reported surgical intervention was undertaken after the initial placement of the ipg due to high impedance issues. During the procedure, it was discovered that the pt's lead was not inserted into the header block properly. Attempts to reconnect the lead to the original ipg port proved unsuccessful. As such, the physician connected the lead to a vacant ipg port and the reported impedance issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.